Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer was prefilling the cartridge before loading it in the pump. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
Tandem's t:slim user guide indicates that the cartridge should be loaded on the pump prior to filling. No product returned for eval. Should new info become available a follow up supplemental report will be submitted.